Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0-7.2cm from the proximal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.